Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl resulting in an emergency room (ER) visit. Customer was treated with hypofit gel which resolved the low bg. Customer was discharged two hours later from the ER. Cause of low bg was due to the customer entering the incorrect values when bolusing resulting in too much insulin being delivered. At the time of the event, the customer's basal iq low bg feature was not being used by the customer.